Event description:
It was reported that during an internal carotid procedure the patient suffered a stroke. After the acculink stent was deployed, a difference in the neurostatus was noticed. The stent delivery system was removed and an intensive spasm occurred distal to the stent, (between the stent and the filter). A follow-up angiography showed compromised flow, so the accunet filter was removed and no post-dilatation was performed. Medication was manually injected and then given via IV to break up the thrombosis. Nitro was used to relieve the spasm. The final angiography was normal; but the patient neuro status was getting worse. The patient had difficulty speaking/responding to questions. The patient was transformed to another hospital for monitoring. Follow-up with the patient showed 100% recovery. Neuro status was normal.